Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Customer delivered a manual injection to address elevated bg. Customer alleged that settings need to be adjusted and that insulin resistance is what caused elevated bg. Recommendation was made to consult with healthcare provider regarding diabetes management.